Event description:
It was reported that the patient had a loss of therapeutic effect and a loss of bladder control. The patient stated that she was "urinating all of herself" and her device was ¿out of tune.¿ the patient stated that her health care provider (hcp) decided not to ¿tuner her up anymore.¿ the patient had tried making adjustments with her programmer and switching programs but nothing seemed to help. The patient stated that the issues began ¿one to two years ago.¿ the patient wanted to find a new hcp because hers ¿screwed everything up.¿ later that day it was reported that the patient¿s device was ¿not working properly.¿ six days later it was reported that the patient was having increased incontinence since her fall on (B)(6) 2013. The patient stated that there was a large lump at the site of her implant and it was very sore and tender. There was no bruising from what the patient could see. The patient stated that she fell directly on the device and was experiencing some pain but could not find her remote to check her system and make changes to it. The patient was ¿worked up and flustered¿ and nervous about her device. Later that day it was reported that the patient was wearing a pad and when she stood up she still ¿leaked all over.¿ the patient also had acute pain but did not specify where. The patient was frustrated and embarrassed due to the accidents. The patient stated that she could not see her primary hcp for ¿three to six months.¿ additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturer's re presentative and her concerns were resolved. It was noted that the patient had surgery on (B)(6) 2013 and had an appointment scheduled for (B)(6) 2013. Per manufacturer¿s device registry, the patient¿s system was replaced on the day of surgery noted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3093-33, lot# v049137, implanted: (B)(6) 2007: product type lead.(B)(4).